Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level over 800 mg/dl, migraines, and diabetic ketoacidosis. Reportedly, the customer's kidneys started to shut down. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. In addition, the customer's healthcare provider was able to prevent customer's kidneys from shutting down. The cause of the reported incident was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.